Event description:
In early 2006, I had liposuction of the abdomen and flanks which left me with indentation on both sides of my body, the indentation on the right side of my body is more prominent and has left me with permanent pain. For the last three years I have lived in mental and physical anguish. My life has not been the same since the surgery. I'm sharing my story in hopes that you share it with the public so that others can be informed of such outcome. If the forms that I signed with my doctors had such explicit warnings I would have thought twice about going through with the surgery. I truly believe that the consent forms do not have strong enough warning on them, I am hoping that something can be done about it. Since I am told that legally I cannot do anything about this, I hope that at least something can be done to better inform & warn the public. Forever changed by plastic surgery.